Event description:
Carelink transmission noted "appears atrial undersensing is causing device classified false termination of episodes." (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).